Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in spain it was reported that patient faced tape not sticking event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The patient has observed blood at site after few days of wear due to bleeding. The site location was glute. No further information available.